Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was patient said they are getting an error message no device response since tuesday with code 0x463108069. Patient stated they received a replacement handset. Agent had very hard time hearing patient clearly. Agent assisted patient with linking / pairing the communicator and handset and the ins serial number on the screen is different than what was in patient registration. Patient was not able to connect to the implant because they could not reach the implant with their arms. Patient stated they will call back when they have someone to help them. The issue was not resolved through troubleshooting. Additional information was received from the pt. The reason for call was patient stated the communicator would not connect to the implanted neurostimulator, starting wednesday. Patient said they would see cannot find device screen and had tried putting communicator over the implant but couldn't find the device. Agent had patient reset communicator and close out of apps, then try to enter the patient therapy app. Patient confirmed blue light was on communicator, but patient saw set up link screen. Patient placed communicator right over the implant but kept getting no device found. Patient confirmed implant was 100% earlier. Patient closed apps, restarted handset and reset communicator then tried to connect to patient therapy again but still got set up link and then no device found. Patient confirmed communicator was fully out of the case and over the implant. Patient also confirmed they tried to connect in different rooms in the house, but still couldn't connect. Patient tried to start a recharging session during the call, and reported recharging good with implant 90%. Patient stopped charging, closed out of all running applications, and tried entering patient therapy app again, but still saw no device found. Agent reviewed to reposition communicator several times but was still unable to connect. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Patient said they have a manufacturer representative's (rep"['s]") number and would try to reach out to them. No symptoms were reported. Patient said he spoke with manufacturer representative (rep) and he was told to call patient and technical services(pats) back to get communicator replaced. Agent processed communicator replacement. Patient called back having received the replacement communicator and reported no device found message. Patient stated they charged their implant to 100% last night and reported green light on communicator with handset at 6%; agent had patient plug handset into charging cord while on the call. Patient closed all apps and reset communicator; agent confirmed proper reset. Patient attempted to connect through mystimrc app and reported setup link and then no device found. Patient was unable to confirm if communicator was directly over the implant and indicated it was as close as they could reach. Agent advised to call back when spouse is present to assist with holding communicator directly over implant for pairing process. Patient commented just recently they noticed if they stretch real hard and tighten the muscles in their back, they can feel the stimulation going down their back to their toes; agent reviewed information including role of rep and redirected to healthcare provider (hcp), if needed, to further address. Patient called back and stated that they were unable to connect the communicator to the ins. The agent had the patient reset the communicator and walked them through the mystim app. After the "setup link" screen, a "no device found" message appeared. The patient was being assisted by their spouse, and they had positioned the communicator directly over the ins site. The patient also confirmed that the ins battery was at 80%. The agent then instructed the patient to reset the handset, but the "no device found" message still appeared. The agent then instructed the patient to remove and reattach the connection of the communicator to the handset, but after the setup link screen, the "no device found" message still appeared. The patient mentioned that they had experienced several falls and that when they stretched their back, they could feel the stimulation going down to their toes. The issue was not resolved, and the agent redirected the patient to their hcp for further assistance.